Manufacturer narrative:
Further information will be provided upon manufacturer's investigation.

Event description:
During night rounds, the nurse entered the room to discover the resident's bed was tipped over with resident against the far wall. The maxisky in the room had a bent hanger bar as a result of this incident. There were no witnesses to explain what happened and the resident cannot remember anything about the incident due to their condition. Resident was brought to hospital, treated for a minor arm injury (no fracture reported), and then released.